Event description:
It was reported that 2 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: I have a few extension sets (22003e-07) that our inpatient unit has given to me because they had issues with them and they stated they would not flush. No harm was done to the patients, they simply had to open a new set to use.

Manufacturer narrative:
H.6. Investigation: one sample (model #22003e-07) was returned by the customer. It was reported that the extension sets would not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 22003e-07 lot number 21089073 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 21089078 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21089078 regarding item #22003e-07. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21089073 regarding item #22003e-07. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter facility name: ((B)(6) hospital). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21089078; medical device expiration date: 2022-08-19; device manufacture date: 2021-08-19. Medical device lot #: 21089073; medical device expiration date: 2022-08-11; device manufacture date: 2021-08-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: I have a few extension sets (22003e-07) that our inpatient unit has given to me because they had issues with them and they stated they would not flush. No harm was done to the patients, they simply had to open a new set to use.

Manufacturer narrative:
Initial reporter facility name: major health partners medical center ((B)(6) hospital). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21089078; medical device expiration date: 2022-08-19; device manufacture date: 2021-08-19. Medical device lot #: 21089073; medical device expiration date: 2022-08-11; device manufacture date: 2021-08-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: I have a few extension sets (22003e-07) that our inpatient unit has given to me because they had issues with them and they stated they would not flush. No harm was done to the patients, they simply had to open a new set to use.